Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 250 bd insyte¿ autoguard¿ bc shielded IV catheters leaked blood past the valve during use, and some staff were "splashed" with blood. The following information was provided by the initial reporter: "blood is leaking past the blood valve that is supposed to seal closed and staff are getting splashed with blood."

Event description:
It was reported that 250 bd insyte¿ autoguard¿ bc shielded IV catheters leaked blood past the valve during use, and some staff were "splashed" with blood. The following information was provided by the initial reporter: "blood is leaking past the blood valve that is supposed to seal closed and staff are getting splashed with blood".

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.